Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2014. The most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
Livanova deutschland received a report that a 3t heater-cooler device displayed a temperatur problem error (e07) during maintenance. There was no patient involvement.

Manufacturer narrative:
Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. A livanova field service representative was dispatched to the facility to investigate the device and the error ee7 was confirmed on the patient side. The circulator motor (item 96-410-719) and erosion kit (item 005-21-0061) were replaced. The device was tested and returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.